Event description:
The hcp reported the pt presented in 04/2004 with signs of an infection of the catheter track these included drainage and pain. A culture of the lumbar region was done. The resutls were not reported, though it was reported the pt did not have meningitis. The pt was treated with IV antibiotics and the catheter was explanted. The infection resolved.